Event description:
The customer reported that a ctg machine was recording a trace via a fetal scalp electrode on a fetus that had expired.

Manufacturer narrative:
The customer reported that a ctg machine was recording a trace via a fetal scalp electrode on a fetus that had expired. The available information supports that this was a user misunderstanding and not a malfunction. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)